Event description:
A pharmacist reported to the (B)(6), who then reported to baxter (B)(4) of a administration solution set in which the set "was found leaking at the lower level of the drip chamber, when the nurse begun installation of transfuser, during the priming." There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary:a sample was received for evaluation. Visual inspection was performed and no defects were observed. The sample was gravity tested and a leak under the drip chamber at the level of the junction tube/chamber was found. The sample was tested for dimensions. The heat sealed chamber was out of specifications. The reported condition was confirmed. The root cause was not determined. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). After reviewing the evaluation again, the root cause was determined to be defective raw material.